Event description:
Patient sent a letter to our ceo and stated that our ultra mirage mask caused an infection in the upper jaw area between the nose and mouth. The letter further states that the mask may have caused the infection and may have caused some dental problems by putting pressure on his upper teeth.

Manufacturer narrative:
The patient did not return the mask to us for inspection, and he also did not clarify what size of mask that he was using when the problem occurred. Patient has not yet provided any medical records as requested by resmed.